Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient went in to operating room (or) for pelvic surgery. After the operation, a critical alarm was logged the (B)(6) 2024 as reported from the nurses. A motor stall had triggered the pump alarm. They tried to change the daily dose and update the without any luck. The pump was still in motor stall, and the patient was very spastic now. A replacement will be done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Please reference h11 for correction.

Manufacturer narrative:
H1. Updated to reflect recent information received on 2024-oct-30 regarding device replacement/upgrade of event from malfunction to serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving lioresal (2 ,000 mcg/ml, 420 mcg/day) via implanted infusion pump. It was reported that after a pelvic surgery there was an alarm from the pump every 5-6 min. The environmental/external/patient factors that may have led or contributed to the issue was noted as in surgery. The log did not say any critical alarm. The alarm was pushed to silent to not harm the patient further. The patient was monitored and no increasement of spasticity. The nurses would check the patient monday, 2024-oct-28 for an update. The issue was not resolved by time of report. The patient's age, weight, and medical history were asked, but unknown and would not be made available. The patient's status was alive - no injury.

Manufacturer narrative:
H3: analysis of the pump confirmed there was a motor stall but could not determine the cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep). It was reported that the pump was not able to start again and went over 48 hours. The pump was replaced last week.